Event description:
It was reported that during surgery the subject guiding catheter slipped off and after reinsertion of the subject catheter, it could not advance forward. During withdrawal of the subject catheter from patient¿s vasculature, a part of the catheter, about 40 cm away from the surgeon's hand position, broke off. The details of the immediate action taken are unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the catheter shaft was seen to be broken at 38cm from the hub. The catheter shaft was seen to be kinked by the hub. The catheter hub and tip were intact. Functional inspection: not carried out due to the break on the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter shaft was seen to be kinked and broken/fractured and therefore the as reported can be confirmed. The as reported and as analyzed ¿catheter shaft broken/fractured during use' and as analyzed, catheter shaft kinked/bent' listed in the grid below can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'unexpected movement of device', 'device difficulty engaging target vessel', 'catheter shaft difficulty removing/withdrawing' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during surgery the subject guiding catheter slipped off and after reinsertion of the subject catheter, it could not advance forward. During withdrawal of the subject catheter from patient¿s vasculature, a part of the catheter, about 40 cm away from the surgeon's hand position, broke off. The details of the immediate action taken are unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.